Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the investigation findings, carving of the flex-guide tube occurred at the beginning of deployment and tearing it apart. This confirmed the report of when advancing the thumb advancer, the sheath came apart. Based on visual analysis of the returned device, the cause of the shaft carving is related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se with a 6fr sheath after a diagnostic procedure. Reportedly, when advancing the thumb advancer, the sheath came apart. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.